Manufacturer narrative:
Mindray service reps reprogrammed the telemetry monitors.

Event description:
Customer reported an issue with the panorama telepack, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.